Event description:
Sterile packaging ethicon lapraty xc200 continues to have holes to the outside, in the malleable foil packaging. When this said packaging is pulled for backup during a case, and then returned to stock after not being used, it begins to become damaged. Two damaged packages were discovered during this particular case. The staff did not use the products inside as they were contaminated. Both packages were sent to clinical engineering along with images of the described holes. These will be returned to the manufacturer for failure analysis. Manufacturer response for clip, implantable, lapra-ty (per site reporter): device will be returned for failure analysis. Any further correspondence will be shared with medsun. Manufacturer response for clip, implantable, lapra-ty (per site reporter): device will be returned for failure analysis. Any further correspondence will be shared with medsun.